Event description:
It was reported that the procedure was to treat a patient with diffuse coronary disease in the left anterior descending artery (lad), with several bypasses. The plan of treatment was to deploy three implants. Pre-dilatation was performed, reducing the stenosis to less than 40%. Two 2.5 diameter implants were deployed successfully. The last one to be implanted was a 3.5 x 28 mm, but it was not able to cross the lesion as it was hitting a bypass clip. Force was applied and the hypotube broke into 2 pieces outside the patient. The delivery system was removed from patient anatomy and replaced with a 3.0 implant, which was deployed successfully. The physician stated that it felt like the 3.5 mm implant scrapped against the bypass and when the dottering technique was applied, the hypotube subsequently broke. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post scaffold implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the scaffold and/or delivery system components. The force applied during attempt to cross the lesion likely contributed to the shaft separation. Based on the information reviewed and analysis of the returned device, the failure to advance and shaft separation appear to be related to circumstances of the procedure and/or user error and there does not appear to be any indication of a product quality deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.